Event description:
Boston scientific received information that during implant procedure, this pacemaker exhibited oversensing probably related to air bubbles; however other lead measurements were stable. The field representative was certain that the physician burped the header. Boston scientific technical services (ts) believed that this could be due to air bubbles. Far-field signal falling in the cross chamber blanking was also observed on the electrogram (egm) and a decrease in amplitude was evident over time. Ts further stated that typically fixed ventricular threshold is higher than the atrial as the field representative was concerned that this could occur in the ventricle. Additional information received confirmed that there was no pacing inhibition. As of the moment, there are no further actions planned for this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.